Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dialysis catheter. The customer states 10 days after the pt underwent catheterization surgery, blood leakage occurred at the exit wound. Opening the abdominal cavity to find that there was a split on outer kraft so decannulation was made.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.